Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). When it is powered on, it comes up with the initial carefusion screen and then a red light comes on by the system on button and makes a beep sound on and off. On the connected 8100 module there is a scrolling message saying " communication error ". I removed the module and auto ID, and turned the pcu on and got the same problem. The pcu will not enter into maintenance mode, so I cannot even retrieve the malfunction code.